Event description:
The manufacturer received an allegation that the device is having pressure abnormalities. Upon evaluation of the device, the complaint was confirmed. It was observed that the in-line filters were clogged with dust. The service technician replaced the in-line filter and two in-line filter, prox. The device passed all testing.